Manufacturer narrative:
Date returned to mfg: 7/8/2019. Received one used primary plum set. Visual inspection was performed without any issues noted in the filter. The leak test was performed and there was no observed leakage in the inlet and outlet filter. The complaint of leakage of the primary plum set could not be confirmed. A lot history review was completed for this lot and no nonconformances were found that would have contributed to the reported complaint.

Manufacturer narrative:
The device is available for evaluation, it has not been received yet.

Event description:
The customer reported that a primary plum set leaked pemetrexate during infusion. The set was primed with saline and set up on the patient. At the end of a treatment, the nurse noticed a wet patch on the sheet, right where the filter was located. There was patient involvement, but no serious injury or death or delay in critical therapy.